Event description:
Customer was treating an ssv and just as they started the ablation process the patient was complaining of burning around her ankle. She stated that the pain and burning was occurring near the access site.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Evaluation summary: the closurefast catheter was received for evaluation with the original packaging. No additional ancillary devices or cine images from the procedure were received. The catheter was examined visually and tactile: three kinks were discovered; 30cm, 74cm, and 89cm from the distal tip. These kinks are not related to the adverse event. The connector and the distal tip of the catheter were observed under microscope and no anomalies were found. Testing/findings: the device was attached to a test generator unit and run through two dry cycles. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle. The device passed continuity and resistance functional testing: e+ to e- 89.6hms (80-113 ohms), tc+/tc- 159.8hms (lte 250 ohms), resistor 1 value 13.73 kohms (13.43-13.97 kohms), and resistor 2 value 8.07kohms (7.90-8.22 kohms).